Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient with this left ventricular (lv) lead had fallen incident and device checked revealed that lv lead was dislodged. Additional information obtained from the field representative indicates that this lv lead exhibited high pacing thresholds with 7.0 volts at .5 milliseconds. Dislodgment was confirmed by checking with the programmer and then through chest x-ray. The fallen incident was not related to the implanted device. This lv lead was explanted. No additional adverse patient effects were reported.